Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Low flow alarms were confirmed through review of the submitted log files; however, a specific cause for these findings or the suspected air entrapment could not be conclusively determined. The submitted log files contained events associated with the pump implant procedure on 13feb2026. Low flow alarms were active for the majority of the log file. Pump flows appeared to have briefly improved from 12:18:05 to 12:53:41, before low flow alarms once again activated at 12:53:51. The log file also captured an intentional pump stop at 13:05:52 corresponding to the reported bypass procedure. The system otherwise appeared to be operating as intended, and there were no other notable alarms captured in the log files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 5 ¿surgical procedures¿ of the IFU provides information on all surgical procedures, including priming the pump (subsection entitled ¿preparing, running, and priming the pump¿) and de-airing the pump (subsection entitled ¿de-airing the pump¿). Section 5 contains several steps to prevent entrapped air and ensure entrapped air is removed. The IFU warns that all entrapped air must be removed from the device to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 5 warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. If air persists in the pump sealed outflow graft for a prolonged period (more than 5¿10 minutes), rule out leaks at the sealed inflow cannula/pump connection. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch¿ communication system¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted the patient did eventually reach a normal flow.

Event description:
It was reported that the patient who was newly implanted had log files sent for review. The event log file captured expected alarms for new implants, but it was noted that there was a struggle to get good flow, and the log file ended with an intentional pump stop. The pump was confirmed to have been stopped intentionally, and the patient was put back on bypass. The struggle to get good flow was thought to be related to a pocket of air that was released and traveled down the right coronary artery (rca).

Manufacturer narrative:
Section a: patient information was requested but not provided by the hospital. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.